Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no patient involvement.

Event description:
Case #: 00826220 case subject: npi 8100 alarm no set loaded account name: (B)(6) account #: 10001512 asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed is getting a no set loaded alarm from a 8100 unit during pm. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: had biomed run the analog sensor task on the 8100 unit. With a set installed, the bottle side pressure sensor showed 0v. Recommended to replace the bottle send pressure sensor. Biomed will repair and call back if further assistance is needed.